Event description:
During removal, the catheter broke just below the bifurcation. Enough of the catheter remained external to the pt to allow complete removal of the remaining portion without surgery. No pt injury was reported to have occurred.

Manufacturer narrative:
The product implicated is a 5 french dual lumen umbili-cath. The catheter was returned for evaluation in two pieces. The proximal section (including the hub) measures 6.7 cm and the distal (tubing) measures 43cm. Lot history review indicates no related component or mfg related issues and no prior product complaints of similar nature. The catheter separated at the hub-tubing joint. Under 50x magnification, the texture at the break point appears granular and dull. Through tactile inspection, the tubing is severely elongated and appears to be necked down lengthwise at the break site. These signs indicate a typical tensile break. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart. The instrument for use states "when removing the umbili-cath, do not stretch the catheter tubing. Excessive force will cause the catheter to break."